Event description:
It was reported by the patients wife that the patient passed away. The cause of death was not device related and was not released by the family. There was no recent procedure that may have caused or contributed to the patients death and no autopsy results were available. It was noted that the spinal cord stimulation (scs) implantable pulse generator (ipg) was located in the lower flank of the patients back, but the indication for use is unknown. It is unknown if the patient had any significant co-morbidities that may have caused or contributed to the patients death. No further information has been obtained despite good faith efforts.

Event description:
It was reported by the patients wife that the patient passed away. The cause of death was not device related and was not released by the family. There was no recent procedure that may have caused or contributed to the patients death and no autopsy results were available. It was noted that the spinal cord stimulation (scs) implantable pulse generator (ipg) was located in the lower flank of the patients back, but the indication for use is unknown. It is unknown if the patient had any significant co-morbidities that may have caused or contributed to the patients death. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
The device was not returned for analysis and the event of the patients death was not able to be confirmed. A review of the device history record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. The device was not returned for analysis. However, a review of the available information determined that the cause of death was not established and there is no objective evidence linking the device to the reported event. Therefore, this investigation is assigned a probable cause of cause not established.